Manufacturer narrative:
(B)(4) additional suspect medical device components involved in the event: model #: sc-2352-50, serial #: (B)(4), description: linear 3-4 lead, 50cm. Model #: sc-4316, lot #: 17333110, description: next generation anchor kit-sterile. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was experiencing discomfort from the lead. The physician will revise the leads and ipg to make it more comfortable for the patient. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that there was no schedule for revision yet. No further course of action at this time.

Event description:
A report was received that the patient was experiencing discomfort from the lead. The physician will revise the leads and ipg to make it more comfortable for the patient. No device malfunction was suspected.